Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient has been indicated for revision due to unknown reasons; however, no revision has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.